Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided images revealed that the distal tip of the anchor had chipped off. A visual inspection revealed that the device was not returned in the original packaging. The last spiral of the distal end of the anchor had fractured off. The sutures were still in place, and the anchor had not been used. There was no debris. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The complaint was confirmed, but the root cause could not be determined without an indication of the state of the original packaging. Factors that could have contributed to the reported event include rough shipping and handling, an impact event during transportation or at the customer site, or improper opening techniques.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder rotator cuff repair surgery, when the healicoil package was opened the anchor was defect, it was broken. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.